Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.50/+2.0/088 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted due to low vaulting, rotation and refractive change overtime . The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. Work order search: no similar complaints were reported for units within the same lot. (B)(4).